Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the reservoir ring was damaged by gradual use small pieces fell off from time to time. The customer's blood glucose level was 10.7 mmol/l. The insulin pump was not dropped or bumped. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump was received with a cracked keypad overlay, and serial number label faded. Unit p-cap / reservoir locked properly in place. The pump passed the displacement test.